Event description:
Patient began therapy with remodulin (treprostinil sodium, concentration 5.0 mg/ml) delivered via remunity [self-filled] pump on (B)(6) 2024 for secondary pulmonary arterial hypertension. The current dose was reported as 0.012 g/kg. The patient¿s remunity remodulin subcutaneous quickset site was coming out (device dislocation), so it was changed to a new site. On (B)(6) 2024, 19 days after initiating sq remodulin, the patient was admitted to hospital for kidneys shutting down (acute kidney injury, hospitalized and medically significant) and he got discharged from hospital on (B)(6) 2024. The reporter did not provide causality for the event of acute kidney injury. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).